Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13070. Related manufacturer reference number: 2017865-2021-13071. It was reported that the patient presented to the hospital for a full system explant due to infection. During examination of leads, physician noted vegetation on all the leads. Later, physician explanted the implantable cardiac defibrillator (ICD), right ventricular (rv) lead and left ventricular (lv) lead. As the patient was dependent, a temporary wire was implanted to the right ventricle and connected to the explanted ICD for the patient. The new ICD, rv and lv leads were implanted on 14 mar 2021 after being cleared for implant by the physician. The patient was in stable condition.